Event description:
Our service center in (B)(4) received a synergy with a complaint description which could be a phs. The customer failure description received was: ¿shock on bipolar forceps¿.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the affiliate was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. A DHR review was performed and no anomalies were noted during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.